Event description:
We use a dexcom g7 and on (B)(6) 2025 inaccuracy reading on android cell phone app it told us low, but when we use finger stick glucose monitor it told us we were ok I had to call for help to come see I was ok and was calibration off so we did call dexcom tech support told us how to calibration number, and then it just stayed on the number it was on. Even after 5 min wait never moved up or down on number just stayed high, called back tech support didn't report this to dexcom all it was over sea tech no one at dexcom is fixed this and also first one we put on for dexcom g7 sensor we put on during warmup it told us sensor failed replace it. Does this thing all time no one at dexcom is fixing this. We use the android app on a samsung a15 5g phone with dexcom g7 app I would of been hurt since number didn¿t tell us right on app what sugar was since stayed on low and then when calibration it like tech tell us just sits at the same number every time no one cares all they want is money and I could have been hurt due to this or had no right reading number at all I had to go buy a finger stick glucose monitor this is not how dexcom g7 should work.